Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg), model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced a sudden overstimulation feeling and the physician could visibly see a lead fracture through x-ray. The patient will undergo an explant procedure.

Event description:
A report was received that the patient experienced a sudden overstimulation feeling and the physician could visibly see a lead fracture through x-ray. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. There will be no next course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a sudden overstimulation feeling and the physician could visibly see a lead fracture through x-ray. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure to undergo magnetic resonance imaging and because the patient was not using the device and was being rehabilitated. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.